Manufacturer narrative:
During a coronary intervention, a firestar ptca balloon catheter burst in a radial fashion, making it difficult to remove the unit from the patient. Eventually, it was removed by withdrawing the guide catheter, guidewire and balloon catheter, as a system, and no patient injury occurred. No anomalies were noted prior to use and the balloon catheter had prepped normally. The target site at the junction of the ostium-lad-circumflex was severely stenosed with a 99% lesion. The firestar was advanced without difficulty or incurring damage. The balloon was inflated once to 8atm and "after a few seconds, the balloon exploded in a way of provoking a circular fracture of the balloon. Then, the balloon was jammed in the coronary artery of the patient and (the doctor) tried several times to withdraw gently the device. Finally, (he) had to pull out all the material in place and to change all the material already in place." The procedure was successfully completed with a maverick (boston scientific) balloon and a biotronik bare metal stent without complications. One non-sterile 2.5/15mm firestar was returned for analysis, coiled inside a plastic bag. There were blood residues inside the inflation lumen and balloon. A non-cordis guidewire was also received, stuck in the guidewire lumen. The distal tip and balloon distal section were separated in a radial manner over the guidewire. There was a kink on the shaft, probably due to the way unit was sent for analysis. The distal inner body is elongated and separated 29.4cm from the transition seal. The marker bands were attached; however, they were out of position due to the inner body elongation. Sem analysis showed that the external and internal surfaces of the balloon exhibited no evidence of material surface damage; only material wrinkles and an accordion-like section were noted on the inner body. No marker band anomalies were noted, other than the incorrect positioning due to inner body elongation. A review of the manufacturing records showed that (B)(4) units were rejected during the final assembly of this lot and that the rejected units were properly segregated and discarded. The balloon burst was confirmed; however, there are no indications that this is related to the manufacturing process. Review of the available information suggests that vessel/lesion characteristics or some procedural factors may have contributed to this event. No actions will be taken at this time.

Event description:
During the procedure, the balloon burst during the first attempt to inflate. The 2.50 x 15 fire star balloon was put in the junction of the ostium, left anterior descending (lad), circumflex and inflated to a maximum of 8 atm with a non-cordis indeflator. After a few seconds the balloon exploded in a way of provoking a circular fracture of the balloon. Then the balloon was jammed in the coronary artery of the patient and the physician tried several times to withdraw the device gently. Finally the physician had to pull out all the material in place and change all the material already in place. The device was removed easily in two parts on the wire from the patient by withdrawing the device and guiding catheter as a unit. There were no anomalies or kinks noted at any point on the product. The device prepped normally. It was a successful percutaneous coronary intervention (pci) with a maverick (boston scientific) balloon and a biotronik bare metal stent without complications.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found: (B)(4).